Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:00 am after the end user received inconsistent blood glucose results from his prodigy diabetes meter. The end user experienced squinted eyes and shuffled feet. He was taken to the ER and upon arrival his blood glucose reading was 38 mg/dl. An IV and sugar water were administered to assist in raising his blood glucose level. Blood test and CT scan were performed and the results were normal. After 3 hours in the ER he was discharged with a blood glucose reading of 128 mg/dl. No additional details were provided in regards to this medical event.